Manufacturer narrative:
(B)(4). The customer?s reported condition of a flogard infusion pump with failure code 94 was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be a swollen main battery. The device configuration option settings were reset and the main battery was replaced to fix the reported condition. Similar reports have been received for the reported problem.? Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with failure code 94; this condition had the potential to interrupt delivery. This condition was found in the emergency room upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.